Manufacturer narrative:
The baxter technician found the retractable feet needed to be replaced. The technician replaced the retractable feet to resolve the reported event. The failure was caused by faulty hydraulic unit and/or jacking cylinder. The error can be corrected by exchanging the affected hydraulic unit and/or the jacking cylinder. A root cause investigation and corrective action will be performed. Based on this, no further actions are necessary. The medical device pst 500 is a mobile and configurable operating table, which is intended to be used in combination with specific tabletop sections, pads and accessories for patient positioning on the operating table during surgery, from the induction of anaesthesia through the actual surgery to recovery from anaesthesia. Although there was no reported injury with this event, if the report of a table moving in locking position were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
Baxter received a report that pst 500 had table moving while in lock position. This occurred after patient use. There was no patient injury or death reported with this event.

Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.